Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the light-colored yellow fluid that came out the scope. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. The investigation was based on the available information. Endoscopy support specialist (ess) was dispatched to the customer site. During the onsite visit, the customer reported observing a light, yellow-colored fluid exiting from the scope when it was removed from storage and placed into a transport bin. Facility staff were unable to confirm the source of the fluid and reported no fluid was present in the storage cabinet. Reprocessing personnel and the sterile processing department (spd) manager stated that all reprocessing steps were performed per the instruction for use (IFU), including channel check testing prior to automatic endoscope reprocessor (aer) processing, which passed. An ess-led reprocessing and infection control in-service was subsequently conducted, reviewing IFU and reprocessing manual requirements. No device malfunction was confirmed. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.